Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not generate and control negative pressure because the mainboard was defective. No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found the top and bottom case are damaged. The functional evaluation found that the device could not generate and control negative pressure and failed to charge, establishing a relationship with the events reported. The root cause was identified as a defective main board and a defective dc inlet port. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.